Event description:
It was reported that a recently implanted patient with had high impedance during a routine dosing appointment. The patient was referred for exploratory surgery that was performed. On the date of surgery, the device was interrogated before surgery and showed >10k ohms. The device was removed from pocket and the pin was reinserted with the setscrew fully tightened. Impedance of >10k ohms was still observed. A test resistor was placed in the generator and >10k ohm impedance was observed. The patient's current generator was then replaced and a new m106 was implanted. The new m106 tested normal. She then mentioned that the surgeon did not specifically verify clearance in the header prior to insertion. He just carefully removed the lead terminal pin, and reinserted it into the header. The new generator¿s system diagnostics were normal out of pocket, normal again while in the pocket and normal again after programming stimulation on in the pocket. The resulting 3x lead impedances were about the same; however, only the last lead impedance (in the pocket, after stimulation was programmed on) was recorded on the implant sheet. It appears that a generator diagnostic test was not performed with the test resistor but only an interrogation. The explanted generator was received for analysis and is currently underway.

Event description:
Product analysis for the generator was completed and approved. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance or any other type of adverse condition found with the pulse generator.